Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging the xceed stent was noticed to be prematurely, partially deployed 1 mm at the tip. The device was not used and there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the device was returned without the packaging and 2mm of the stent exposed. The lock was still engaged. There was no indication of pt use. The stabilizer was slightly twisted distal of the strain relief indicating the device was handled outside its packaging. The catheter tip was 1mm distal of the sheath exposing the stent. During testing the device was hydrated and a .035" guide wire was inserted through the device without difficulty. The proximal end of the stent was 2mm distal of the proximal marker band. There was no other damage or abnormality detected. Based on the displacement of the stent and the catheter tip being distal of the sheath, the most likely root cause for the premature deployment is related to the operational context under which the device was used. No manufacturing issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.